Manufacturer narrative:
A philips remote service engineer (rse) spoke with the biomed and received the request for the dispatch of a philips field service engineer (fse) to retrieve the logs related to this event. The fse was dispatched and the logs were retrieved. A philips clinical specialist (cs) reviewed the data and found that starting at 5:15am the cannot analyze ECG alarms were generated followed by a yellow leads off at 5:16am (with resp leads off alarm generated at 5:16am), which was acknowledged at the pic ix. A yellow low spo2 at 5:17am generated followed by a spo2 sensor off of the patient which ended the yellow spo2 alarm. After this the bedside device continued to remind the yellow ECG leads off alarm. This reminder was acknowledged six times 5:17, 5:27, 5:40, 5:43, 6:02, and 6:04am from the pic ix. It appears leads off alarm ended at 6:09am (this indicates that leads are placed back on the patient), at that point there was a yellow pause alarm and a red asystole alarm. There was no product malfunction; the user silenced the alarm. A formal response letter was sent to the customer with the investigation results.

Event description:
The central monitor failed to alarm when the alarm was present at the bedside monitor. The patient had unrecognized arrhythmia requiring cardiac arrhythmia treatment. The customer requested that the clinical audit log be reviewed by philips for the (B)(6) 2022 around 05:15 am. There was a request for formal reply with the evaluation and analysis of the logs.